Manufacturer narrative:
(B)(4). The image pc was received in good condition with no visible damage observed. There is no known device interaction that could have contributed to the reported failure. Imgpc was installed into a gold standard system and tested for functionality ilab final system feature test. The system meets specifications of the ilab system functional feature test. Although the motordrive was not returned for investigation, the returned image pc may have caused or contributed to the reported event. The image pc was tested and no issues or abnormalities was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4). .

Event description:
Same case as MDR ID# 2134265-2017-11769 and 2134265-2017-11777. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the ilab system freezes during pullback hence automatic pull back failure occurred. Subsequently, it freezes when power down button is pressed. It occurred three times while in live mode and once during data transmission. However, the clock and mouse is working and no error message appeared. The procedure was forcibly terminated. No patient complications were reported.